Manufacturer narrative:
(B)(4) date sent: 11/9/2020 d4: batch # t40w6p investigation summary the analysis results found that the tt012 device was received with the tip of sleeve broken. One possible cause for the damage found on the sleeve, may be excessive external load placed on the device. The reported complaint was confirmed. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopic exploration of left thoracic mediastinum, noted that the trocar sleeve was broken into few parts during the firing. All parts have been removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.